Event description:
New information indicates that the patient condition was stable before, during, and afterwards.

Event description:
New information indicates that the pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator level (eri), reaching eri during the analysis. Electrical and mechanical analysis performed indicated normal functionality. Review of the device image found auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further battery assessment at various pulse amplitudes measured current level within normal, and no indication of premature depletion noted. Additionally, visual inspection of the header and connector found no anomaly related to the field concern. Longevity assessment performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was unknown.